Manufacturer narrative:
During failure analysis, the reported event was confirmed. The device had a loose lever assembly. It also had a bent needle valve assembly. A bent needle can stick and cause the drill to continue running. A loose lever assembly can prevent the safety switch from being engaged, causing the device to run in safe mode.

Event description:
It was reported that the safety lever of the maestro drill with handswitch slid out of place during setup for a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully. After return to the manufacturing facility, it was reported during service inspection what when the handpiece was plugged in, it ran on its own without being activated and was not able to be turned off.

Event description:
It was reported that the safety lever of the maestro drill with handswitch slid out of place during setup for a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully. After return to the manufacturing facility, it was reported during service inspection what when the handpiece was plugged in, it ran on its own without being activated and was not able to be turned off.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.